Event description:
Tbm (B)(6) states, he received an email from provider national seating mobility and a tech name (B)(4) went to the end users home to replace motors earlier this week and alleges the end user mentioned her chair had leaked oil on her carpet, garage floor and kitchen linoleum. The email went on to state ," at the time of installation martin didn¿t notice the oil stains". A second tech keith went out to the end users home on (B)(6) 2014 and alleged there were minimal stains on her carpet, garage floor and kitchen floor, and he had taken photos. Tbm states, he did not receive the photos and have not spoken to the provider. The end user is requesting to have her carpet cleaned. Tbm states, he has no information on the end user.